Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 6.3; lab: 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 6.3; lab: 2.4; mean: 4.35; confident limits: 2.5-6.5. As per internal procedure rev. 2 the inratio value is not within the confident limit. The product will be tested. Also the nurse tested another patient and did not provide the comparison reading.